Manufacturer narrative:
.

Event description:
The hcp reported that the pt noticed his pump was alarming every hour and he was having increased spasticity. The pt was working around a laptop computer when the event occurred. The following day when the pump was interrogated it was confirmed that a critical alarm was sounding because the pump was in safe state. It was noted that 30-45 minutes after the pump was restarted, the pt's symptoms improved. The pump was delivering compounded baclofen.